Manufacturer narrative:
It was confirmed that the customer replaced switch keypad to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during set up, it was observed that after the device is turned on, the screen keeps warning indicating that the alarm light is faulty. It is suspected that the alarm key panel is faulty and needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.